Event description:
It was reported that the user disconnected supplies for a medical procedure and subsequently encountered a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet; troubleshooting included re-attempting connection with an uncertain pairing code, toggling cgm model selection, and ultimately replacing the sensor, after which the sensor connected and the ilet continued operation with manual fingerstick entries during the outage. Symptoms included elevated blood glucose with a fingerstick reading as high as 412 mg/dl and no associated clinical symptoms. Outcomes included a delay to therapy while cgm pairing failed and dosing alerts occurred, with glucose decreasing over time following manual entries and sensor replacement. User support included communication with the user and analysis of information provided during multiple follow-ups. Investigation of this case revealed no device problem with the ilet and identified a usage-related issue consistent with failure to follow instructions and an incorrect procedure in pairing and sensor code handling. It was concluded, based on previously established findings for similar reports, that the cause was improper or incorrect procedure and failure to follow instructions leading to a temporary cgm pairing failure and treatment delay.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.